Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050701captures the reportable event of wire was unable to release the bow. Block h11: investigation results. The returned autotome rx 44 was analyzed, and a visual inspection found that the working length was kinked. A functional test was performed, and the device was actuated and was able to bow and unbow inside and outside of the scope. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire failure to release bow (unbow) was not confirmed. The results of the analysis performed on the returned device found that the device was able to bow and unbow inside and outside of the scope as intended. Therefore, the most probable root cause is no problem detected. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the papilla of vater during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, the tip of the cutting wire would no longer relax, causing it to remain bent. It was reported that the device did bow correctly but would not release the bow (unbow). The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050701 captures the reportable event of wire was unable to release the bow.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the papilla of vater during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, the tip of the cutting wire would no longer relax, causing it to remain bent. It was reported that the device did bow correctly but would not release the bow (unbow). The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.